Manufacturer narrative:
Eight used marked guidewires were returned to conmed for evaluation, however only one device was associated with this report. An rga was issued to the end-user facility for the return of one device. A total of eight devices were received from the end-user all with bent spring tips on the devices. Follow-up with the user facility revealed that these additional seven devices were pulled from the sterile stock of the end-user when the spring tips of the devices were noted as bent. There are no formal complaints on any of these additional returned devices. Three of the devices are from lot number 1408114, and the additional five are from unknown lot numbers. It is not known if the additional seven returned devices had their spring tips bent during an endoscopy procedure, during cleaning of the device, or, during routine handling of the devices. If additional information is received from the end-user a supplemental MDR will be filed if necessary. The way these devices were packaged on return to conmed, it is not possible to distinguish which guidewire was the device involved in this reported incident. That device was used on (B)(6) 2015 during an esophagogastroduodenoscopy (egd) with dilation. All of the returned devices were found damaged beyond their useful life and should have been discarded by the user. All eight of the guidewires were in various degrees of deformation. The stainless steel wire portions appear distorted and the spring tips are from a few degrees to approximately 90 degrees of bend just above the soldered coils. The damage condition of the returned devices is indicative of excessive usage and/or questionable of user care and handling of these devices. The devices were not manufactured or released with any bent wire or coils. The devices are subjected to the mechanical force of the end user/operator pushing the dilator through a stricture. This will cause the dilators to bend/flex. Also, the devices are gripped by the end user who will also create force on the dilators. The operator/end user of this device must be a trained physician in dilation procedures per the instructions for use (IFU). The IFU states, "warning; since the marked guidewire is a reusable device that is subject to varied use and cleaning environments, the life span of the product cannot be guaranteed." The IFU also states, "warning; carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked." The recommended proper cleaning instructions are presented in the IFU. It is important that the user inspect these devices prior to all procedures to ensure they are in good condition. The user is required to assess the useful life of the device. Based on the provided lot number, the involved device was manufactured on 08/11/2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process. Of the lot containing 92 devices, there were no other complaints received for this item and lot number combination. A 2-year review of the device complaint history showed six similar complaints received for "bent" spring tip. During the same 2-year time frame, over 16,499 units were sold worldwide, making the occurrence rate for this failure mode 0.036 percent. It should also be noted, of the six similar complaints, there has only one related to an adverse event in the past two years involving a perforated esophageal. With these eight returned devices, the exact cause of the alleged "bent" spring tip was unable to be determined. However, evaluation of similar complaints revealed that the bent/damaged spring tip can occur if excessive force was used during the procedure and/or during cleaning of the guidewire and the spring tip between each use. Additionally, this is a reusable device and the number of surgical uses and the cleaning/sterilization cycles was not provided by the end-user. The lifespan of the device is determined by the end-user and defined in the instructions for use (IFU), which states: "carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked." The investigation result did not lead to the conclusion that anything associated with the manufacturing process caused or contributed to this reported incident. The marked spring tip guidewire is a solid metal mantdrel with a flexible variable thread spring attached to it. The marked spring tip guidewire is to be used with american dilators and is compatible with key med, savary, eder puestow, and celestin esophageal dilation systems. To reduce the risk of the spring tip bent and/or breakage, and to reduce patient injury, the IFU provides precautions and warnings.

Event description:
The customer reported that during use of a marked spring tip guidewire in an egd (esophagogastroduodenoscopy) with dilation procedure on (B)(6) 2015, the tip of the device was allegedly reported as bent at approximately forty - five degree angle after dilation. The procedure was as otherwise completed with no further complications, surgical delay or patient injury.